Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the varix was vacuumed, but the bands could not be deployed. No damage was noted to the device, or the device packaging. There were no issues during the device setup, and the handle was able to be turned. They discontinued the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.